Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment and device breakage occurred. The target lesion was located in the heavily calcified left superficial femoral artery (sfa). After multiple angioplasties were performed, a 6x150x130 innova(tm) stent was advanced to the lesion. During deployment and after using the thumb wheel, the delivery system stopped unsheathing the stent and became stuck. It was noted that part of the stent was deployed and the other part was still in the sheath. When the physician was able to get the stent delivery system free from pulling on it, the stent broke and part of the stent was in the proximal popliteal artery to the distal sfa and the other part came out of the sheath in the proximal sfa. Post dilatation angioplasty was performed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an (B)(4) stent delivery system (sds) in the deployed state. There was blood on the handle and in the shaft of the device. There was a kink at the nose cone and at the proximal end of the inner liner. The handle was received closed. During analysis the handle was opened and the components were inspected. There was damage to the thumbwheel threads. The threads on the thumbwheel were frayed, which indicates that the damage was due to tensile overload. All the components were accounted for inside the handle. The stent was not received for analysis, as it was implanted per the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment and device breakage occurred. The target lesion was located in the heavily calcified left superficial femoral artery (sfa). After multiple angioplasties were performed, a 6x150x130 (B)(4)¿ stent was advanced to the lesion. During deployment and after using the thumb wheel, the delivery system stopped unsheathing the stent and became stuck. It was noted that part of the stent was deployed and the other part was still in the sheath. When the physician was able to get the stent delivery system free from pulling on it, the stent broke and part of the stent was in the proximal popliteal artery to the distal sfa and the other part came out of the sheath in the proximal sfa. Post dilatation angioplasty was performed and the procedure was completed. No patient complications were reported.